Event description:
The customer alleges that the unit would no longer heat. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on 05/18/2009. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and a crack was observed on the body of the unit. No other issues were found. Functional testing was performed and the unit passed the tests. It was found, however, that the unit did show instability on the temperature possibly due to the crack on the body of the unit. Based on the investigation performed, the reported complaint of "unit is not heating" could not be confirmed. During the electrical evaluation the unit did heat as part of the testing to the unit, however the unit showed instability on the temperature possibly due to the crack on the body of the unit.

Event description:
The customer alleges that the unit would no longer heat. No patient injury reported.